Event description:
During servicing of the x-ray table a ge service rep severely injured his finger. Neither a pt nor user facility employee was involved.

Manufacturer narrative:
The service rep incorrectly used his finger to test the tension of the chain instead of using a tool as directed in the service manual. Additionally, the service rep did not use the necessary mechanical or electrical lock out tag out procedure. The service rep has since been retrained in the use of the necessary mechanical or electrical lock out tag out procedures.